Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿chronic swollen inflamed lymph nodes,¿ ¿capsular contracture of their left breast which resulted being noticeably smaller that their right,¿ ¿worries about the risk they face, suffer from mental stress, anxiety , worry, humiliation, fear, concern and other personal hardships due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl.¿

Event description:
Patient representative reported left side ¿chronic swollen inflamed lymph nodes," ¿capsular contracture of their left breast," ¿smaller that their right," "removal of the biocell textured breast implants,¿ ¿worries about the risk they face,¿ ¿mental stress, anxiety , worry, humiliation, fear, concern and other personal hardships due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl." Patient representative also reported ¿skin sensitivities, digestive issues, food sensitivities,¿ ¿joint pain," and "fatigue," not related to the device. Device has been explanted.